Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal to mid left anterior descending artery. A 4.00 x 28mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with a 4.0x32mm synergy stent. No patient complications were reported and the patient's status was stable.